Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and sensor board was replaced to address the issue.

Manufacturer narrative:
Previously submitted report in section describe event or problem, "the device's oxygen blending module board and sensor board was replaced to address the issue" was incorrect. It should be the device's oxygen blending module board was replaced to address the issue. The device's sensor board was previously reported for a service required alarm condition. This issue cannot remove condensation from the sensor, but it would not affect the device¿s ability to deliver therapy.